Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed, if the device is identified and returned, an eval will be completed and a supplemental report will be submitted. Baxter attempted to contact the customer on multiple occasions to acquire additional event info without success.

Event description:
It was reported that a spectrum pump was involved in an unk pt incident. No further info was provided.